Manufacturer narrative:
The spinous process clamp was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned clamp was found to be in good condition with no apparent physical damage. The clamp is fully functional as designed. No failure found. Eval code method is associated with this analysis; eval code result is associated with this analysis; eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tall spinous process clamp was damaged. The screw to tighten the clamp will not function properly. No patient was present at the time of the event.